Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. After resetting the system and letting it charge overnight, the patient side cart (psc) battery is fully charged and recognized. Fse restarted the system several times and tested the psc in stand alone mode. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the staff experienced system faults and moved the procedure to another system. A technical support engineer reviewed the system logs and confirmed battery-related errors indicating low or no battery. Staff reported that a similar issue had occurred previously, and that moving the power cord, including to a red outlet, did not resolve the battery error. The engineer instructed staff to perform an emergency power off of the patient side cart, but the same battery errors reappeared immediately. Later, an operating room nurse contacted technical support about the same issue; a hard power cycle was performed, the system was restarted, and the battery message appeared again. The nurse was able to select retry, after which the system became ready for use. There was no report of patient involvement or reported injury.